Event description:
Additional information was received from a patient (pt). It was reported that the device was overstimulating the leg. The patient reported also receiving another device charger that helped. The patient stated that they called their manufacturer representative (rep) and then called in for a new remote. The patient reported that the issue has been resolved. Only sometimes the device says it can't find the device when the remote is in their lap.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient states she's seeing software problem. Pt wondered if this code has to do with the device because it is not working like normal. Patient states she usually has to keep it on 2 or 3 and has been keeping it on almost 5 and it overworks. Agent asked when this all started and patient said probably about a week. Patient mentioned they called to try to make an appointment with her doctor but they hasn't called her back. Patient also mentioned they get a message when they shut off the device and feels like it is over stimulating her leg and it feels like her leg ran a marathon because it's overworking it. Patient tried lowering to 2.0 at night time because if they keeps it on 4 or 5 forget it. Pt states she was told to stay in a when agent advised to try a different group. Pt state she will contact hcp on making an appt to have this all checked. Pt states feels like she's having pain from the device for the past week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue